Event description:
The customer reported via phone call that she was feeling dizzy because her blood glucose was low. Customer stated that her blood glucose was about 150 mg/dl or so. Customer stated that she was used to being 400 or 500 mg/dl, so when her blood glucose was in the 100's mg/dl, she felt dizzy. Customer also reported that her tubing is too long.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.